Event description:
It was reported that the right ventricular (rv) lead has elevated pacing impedances. It was noted that the rv pacing impedances have risen gradually and steadily over a six month period. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 507652 implantable pacing lead - implanted (B)(6) 2008. (B)(4).